Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
The consumer reported that the tampon retrieval string separated from the pledget during removal, leaving the absorbent material inside her vaginal cavity. The pledget was removed manually, however, the consumer stated that it came out in two or more pieces. She did not experience any adverse health effects and did not require medical attention.